Event description:
A customer reported that the device was unable to discharge. Another device was used to complete treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.